Manufacturer narrative:
The device was not returned for evaluation. If the (lint) fiber is received and is able to be identified, as not being polypropylene, then a follow-up report will be submitted.

Event description:
The surgery center reported that the pt had eye surgery in 2005. Medical personnel suspect that lint from the mayo stand cover, got into the pt's eye. After two months the pt was to undergo surgery to remove the suspected lint from the pt's inflamed eye.